Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Response made because device was not returned. Exemption number (B)(4). Total number of events reported: (B)(4). (B)(4) - aris transobturator. (B)(4) - minitape. (B)(4) - omnisure. (B)(4) - supris suprapubic/retropubic. Device not explanted or returned.

Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced mesh exposed at the top of the vagina and dyspareunia. Mesh revision, exposed mesh removed, no mention of size of excised mesh, were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Response made because device was not returned. Exemption number (B)(4). Total number of events reported: (B)(4). (B)(4) -aris transobturator. (B)(4) - minitape. (B)(4)- omnisure. (B)(4) - supris suprapubic/retropubic. Device not explanted or returned.

Event description:
As reported to coloplast though not verified, patient was implanted with omnisure mesh. Later the patient experienced mesh exposed at the top of the vagina and dyspareunia. Mesh revision, exposed mesh removed, no mention of size of excised mesh, were performed.